Event description:
It was reported that attachment was getting hot during intra op. There was no patient impact.

Manufacturer narrative:
Product analysis :evaluation could not reproduce the reported malfunction of overheating. However, it was noted that the bearings were detached. The likely cause of the failure was due to the difficulty with assembly.. It was also noted that the laser markings were faded and the components were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.